Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Event description:
The customer identified falsely positive alinity m resp-4-plex results for x patients. The customer noted that the samples indicated had high cn values, which the customer believes to be indicative of contamination. The customer noted that there is no flu b in canada. The samples were run on dec 8, 9 and 14 with resp-4-plex amp kit lot#: 382437. The following was provided: list of flub weak positive samples : (B)(6) ran on 12.08 cn=34.44* (B)(6) ran on 12.09 cn=41.42 (B)(6) ran on 12.14 cn=40.37** list of rsv weak positive samples : (B)(6) ran on 12.14 cn=40.08** (B)(6) ran on 12.14 cn=40.22 (B)(6) ran on 12.14 cn=40.88 * this sample was positive for all targets ** this sample was positive for both, flub and rsv the customer has repeated 4 samples a second time on alinity m and the four of them were negative the second time. A negative result was released. One sample was noted to not be a patient sample. One sample was not repeated and a flub pos result was released out of the lab. There was no report of impact to patient management. As the event occurred on multiple run dates, this event will be submitted in multiple mdrs as follows: 3005248192-2022-01249 run date (B)(6) 2022 3005248192-2022-01250 run date (B)(6) 2022 3005248192-2022-01251 run date (B)(6) 2022

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: review of the customer data was performed. The review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 is performing as expected. The run which involved the discrepant result was valid and met assay specification requirements. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. Review of testing per protocol was performed; testing determined that alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 had 0% of false positives rate for all targets and all validity and acceptance criteria per protocol testing were met. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot 382437. A product deficiency was not identified by this review. Based on the investigation elements, a product deficiency could not be identified by this review.